Event description:
Reference number (B)(4). Event occurred in italy. It was reported by the patient's infusion set fell off during use on 25-jun-2024. The issue occurred with five similar types of infusion sets used for minimum 12 hours and maximum one day.. No further information was available..

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5